Event description:
New information received on 2/4/2018 indicates that the patient had presented in the emergency room on (B)(6) 2018.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a lead revision procedure on (B)(6) 2018. The patient had prevented in the emergency room a week prior experiencing diaphragmatic stimulation. It was noted that the patient's left ventricular lead had dislodged. On (B)(6) 2018 it was noted that the patient's atrial lead had also dislodged and was stimulating the diaphragm. It was suspected that the patient was not compliant with post implant arm restrictions. During the procedure, the physician experienced difficulty inserting the wire into the left ventricular lead for repositioning. The left ventricular lead was removed and replaced and the right atrial lead was successfully repositioned. The patient was stable during and after the procedure.